Manufacturer narrative:
Initial.

Event description:
It was reported that a user inadvertently confirmed drops during an infusion set and cartridge supply change before observing them, and with customer care guidance the user navigated back to the tubing fill sequence, pressed and held as directed, and then confirmed drops, after which the process proceeded normally. Symptoms included no adverse clinical effects. Outcomes included no alerts, no alarms, and no medical intervention or hospitalization. Investigation included troubleshooting and user education through customer care. Investigation of this case revealed user operational error during the supply change sequence, with no device malfunction and no affected device components. It was concluded, based on previously established findings for similar reports, that user error was the cause and that reinforcement of correct procedural steps resolves the issue.